Manufacturer narrative:
(B)(4).

Event description:
Health (B)(6) issued a notification titled important safety information on heater-cooler devices - risk of nontuberculous mycobacteria (ntm) infections. Health (B)(6) is working with the manufacturers of heater-cooler devices sold in (B)(6) to review available information.

Manufacturer narrative:
The reported complaint was not verifiable. There have been no complaints reported to the manufacturer linking the tcm ii to nontuberculous mycobacterium (ntm) infections. The manufacturer provides established requirements for sanitization and instructions for correctly maintaining the system. These are clearly outlined in the tcm ii instructions for use (IFU) and tcm ii cleaning guide. Included in the requirements is a daily sanitization procedure with a check of the chlorine levels, weekly cleaning and sanitization and a semiannual descaling procedure. Decontamination is required whenever biofilm is evident in the system. (Discoloration or cloudiness in the water system.) It was found that the sanitizer listed in the cleaning guide and IFU was obsolete. Recall informed the customer of a replacement sanitizer and that there will be an update to the IFU and cleaning guide when available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.